Event description:
The adverse event was discovered one (1) month after the primary surgery. There is no revision surgery scheduled at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code hwc. Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part: 404.845s, lot: 6l98741, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: june 09, 2020, expiry date: may 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Non-sterile part: part: 404.845, lot: 56p4868, manufacturing site: (B)(4), release to warehouse date: may 15, 2020. A manufacturing record evaluation was performed for the non-sterile part # 404.845, lot number # 56p4868, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was operated with an osteosynthesis on the inferior limbs in (B)(6) 2020. Since (B)(6) 2020, the patient had an allergy. No further information provided. This report is for one (1) 3.5mm ti cortex screw self-tapping 45mm. This is report 9 of 10 for complaint (B)(4). This complaint involves total 13 devices. Additional 03 devices are reported under the related complaint (B)(4).